Manufacturer narrative:
The customer¿s products have been requested for return. Only the reporter's meter was provided for investigation where it was tested using retention strips and controls. Testing results (qc range = 2.6 - 4.0 inr): (B)(6). The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 368886) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Occupation was lay user/patient.

Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). On an unknown date in (B)(6) or (B)(6) 2018, the meter result was 6.4 inr. The customer attributed the high result to taking steroids when suffering from the flu. The customer was tested in a laboratory using neoplastine reagent and the result was 4.8 inr. On (B)(6) 2019 at 5:00 am, the meter result was 4.3 inr. At 5:08 am, the meter result was 4.2 inr. Due to the high results, the patient was advised to get confirmatory test. At 9:00 am, the result from a laboratory using neoplastine reagent was 3.1 inr. Therapeutic decisions were based on the laboratory result as this value was believed to be accurate. The customer had reduced her consumption of greens, which she believes may have attributed to her result being out of range. The customer was started on spiriva at the beginning (B)(6) 2019 and was advised this medication would not interfere with inr. The therapeutic range was 2.0-3.0 inr